Manufacturer narrative:
E1: initial reporter city: (B)(6)

Event description:
It was reported that balloon rupture occurred. A 6.0mmx150mmx150cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for few seconds. The device was removed without any problem, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.